Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant product(s): item #: unknown biomet head; item #: unknown stryker cup, item name: stryker trident hemispherical acetabular shell; item #: unknown stryker liner, item name: stryker mdm insert; item #: unknown stryker bone screws: stryker cancellous bone screws; item #: unknown lifenet bone chips, item name: lifenet cancellous bone chips. Complaint was reported from (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00995.

Event description:
It was reported patient is experiencing severe pain approximately 3 and 1/2 months post-revision. Attempts have been made, and no further information is available.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.